Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a longmire operation, there was poor staple formation and the staple line was incomplete centrally. They have to perform an additional resection of the small intestine to complete the case.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a longmire operation, there was poor staple formation and the staple line was incomplete centrally. They have to performed an additional resection of the small intestine to complete the case. There was no patient injury.